Manufacturer narrative:
Concomitant medical products: product ID: 5086mri45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was being seen for a cardioversion and the cardiac resynchronization therapy defibrillator (crt-d) would charge but would not deliver the cardioversion. It was discussed that at the setting that the device was at, the shock could not synchronize to a right ventricular sensed event and therefore aborts therapy. An external cardioversion was performed. The device remains in use. No patient complications have been reported as a result of this event.